Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during testing the case was cracked and the clamp fell off. No patient involved.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.